Event description:
It was reported that the ventilator's nozzle unit was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The inspection revealed that the gas module nozzle units were broken/defective and that the issue was resolved by replacing the nozzles. After the replacement, the device returned in normal working condition. Our conclusion is that the replaced nozzle units were the cause of the failure. However, the root cause of why the parts failed has not been established as it was not returned for investigation. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref: # (B)(4).